Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.